Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose (BG) level was displayed as ¿High¿; however, a specific value was not provided. BG level was corrected with a bolus via the pump. The customer cleared the alarm and resumed insulin delivery.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown.